Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 1999. Subsequently, a revision procedure was performed on (B)(6) 2011 due to instability. The tibia bearing was removed and replaced. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Expiry date - unknown as appropriate product identification was not provided. Manufacture date - unknown as appropriate product identification was not provided.